Event description:
Patient had a dome port with groshong catheter inserted for the purpose of administering chemotherapy on 3/19/92. Chest x-ray on 6/26/92 showed catheter detached from port and floated to heart. Patient had catheter removed percutaneously at the university hospital. New port with catheter inserted at the jordan hospital on 7/15/92. Patient condition unknown.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.